Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The patient reported a pre-existing condition which causes the skin to be very thin. There is no indication of medical intervention. There is no alleged device malfunction. The patient ended use of the lifevest.